Event description:
It was reported that a patient exhibited a syncope episode resulting in a fall and nose abrasion on (B)(6) 2024. The implantable cardioverter defibrillator (ICD) was found to be at elective replacement indicator (eri) and explanted on (B)(6) 2024.

Manufacturer narrative:
The device was returned without any associated complaint and analyzed in the lab. Interrogation of the device revealed the device was at end of service (eos) when received. A longevity calculation was performed and found the battery depletion was normal. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.